Event description:
It was reported that during an unknown procedure the device stops working. Another similar device was used and it was the same. Same when changing the handpiece and generator. Looks related to the instrument. Another device (enseal) was used to complete the case. No patient consequences.

Manufacturer narrative:
(B)(4). Pin hole. Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was functionally tested on the generator and the max hand control button was not functional. However, the device did activate when tested with the foot switch; during functional testing on gen11 instrument error screen was displayed. The device was disassembled and it was found that the blade was cracked at the pin hole under the shroud of the device. In addition corrosion was found at the hand activation dome. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as tighten assembly¿ or ¿blade error detected¿ or "relax pressure in blade" followed by a ¿replace instrument¿ screen later in the procedure. The corrosion in the domes is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the hand activation buttons.